Manufacturer narrative:
Qn#(B)(4). Conclusion(s) - the complaint was confirmed, but the root cause is unknown. One picture of the unit of catalog 780-98 (breathing circuit, heated wire niv), was received for analysis. It was visually inspected revealing a section of the corrugated tubing melted. A dimensional & functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74l1600565 that belong to catalog number 780-98 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint was confirmed based on the visual inspection of the picture. Other remarks: although the complaint is confirmed based on the picture provided, there is no sufficient evidence to assure this issue was originated during the manufacturing process. The root cause for the condition reported could not be identified. To perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the nurse found the circuit melted while in use on a patient. The circuit was exchanged for a nasal cannula. No report of a patient injury.